Manufacturer narrative:
Pt identifier was not available at the time of this report. Info will be provided as it becomes available. Evaluations for results and conclusions will be provided after further investigation is completed.

Event description:
Medtronic navigation received a report from a surgery coverage which alleged that during a surgery using an ostium seeker and the fusion navigation system, a csf leak occurred, resulting in overnight admission to the hospital for the pt. Long-term outlook appears to be ok at time of this report. The rep covering this surgery reported that the doctor had checked his accuracy prior to the leak occurring. After the surgery, the rep checked the ostium seeker for bends and damage and there were none.